Event description:
It was reported that during implant attempt of the implantable pulse generator (ipg) device connector was found to be broken and could not be connected to the lead. The ipg was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.